Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: a proximal portion was received measuring 16.95 cm was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was further reported that the lead was later explanted due to infection. No further patient complications have been reported as a result of this event.